Manufacturer narrative:
(B)(4). Product was visually examined and confirmed to have a broken tip. Product was sent to vendor for additional evaluation. Will provide a follow up to FDA once coopersurgical receives vendor's device evaluation.

Event description:
The humi-harris uterine manipulator broke in half inside the patient. The doctor had to cut open to remove the broken device from the patient.